Event description:
Reporter indicated that the pt's vns generator was approaching end of svc. The generator was replaced and the explanted product was returned for analysis. During analysis, it was found that the supply current was not within specifications as a more ideal choice of resistor could have been selected during its manufacture to center the currents within their limits. After a more optimal resistor was reselected, the device performed according to the functional specifications. The device history report was reviewed and the product was within specification during testing by the MFR. A battery life calculation was performed and the device was expected to be at or near end of svc. No adverse events have been reported.